Event description:
Customer reported an issue with incorrect pump time, which led to discrepancies between displayed and actual time by more than 5 minutes. Blood glucose levels were within the normal range, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. The customer received assistance from technical support to update the pump time and was advised to monitor and follow up if the time discrepancy reappears.